Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged rubber clamp. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection and functional test were performed. The damaged clamp rubber was identified during visual inspection. The cause of the condition was undetermined. To correct the condition, the rubber clamp was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.